Event description:
It was reported patient underwent a vari-angle hip procedure (B)(6) 2013. A subsequent revision to total hip system was performed (B)(6) 2013 due to the implant slipping into varus.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "loosening or migration of the implant." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01231/ 01232).